Event description:
Caller alleged discrepant results (accuracy and precision) comparison of inratio test compared with lab results. Results as follows: meter-inr: 3.5, lab-inr: 2.3. 3.1; 2.3. Inratio precision data provided by end-user lot: 1st-inr=3.5; 2nd-inr=3.1.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.5, reference: 2.3, mean: 2.90, confidence-limits: 1.8-4.2. 3.1, 2.3, 2.70, 1.7-3.8. Inratio precision data provided by end-user lot: 1st-inr=3.5, 2nd-inr=3.1. Inratio meter - mean; 3.30, sd: 0.28, %cv: 8.57. End-user reported accuracy discrepant test result. Pt info was not known. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. Results are not considered discrepant within the context of the documented variability for inr testing. Meter functional test was performed. All testing criteria passed. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. Hence, no further investigation required. On 24-aug-2009: received 1 inratio meter (B)(4).